Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v562221, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead.

Event description:
A patient reported that a loss of therapy. The patient noted they had the battery and lead replacement on (B)(6). The patient stated that prior to the procedure she had tried every program and nothing was working. The patient stated that she woke from the replacement procedure and the healthcare professional (hcp) told her one of the lead wires had come loose and they had to redo that. The patient stated the hcp only discovered the problem with the lead during the battery replacement procedure. The patient reported they had fall. The patient stated that her blood pressure dropped dangerously low and she passed out and another time she broke her ankle in 2015. The patient reported they had a loss of therapeutic effect and none of the programs were working much. The patient reported she had a lump on the back of her head, but the hcp said it was cyst so had nothing to do with her neck being stiff. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.